Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Nine days post implant it was reported that the patient was having repeated intervals of asystole overnight for eight to ten seconds. It was noted that the patient had an av node ablation. Additionally, the right ventricular (rv) lead has exhibited intermittent non-capture and has experienced multiple high out of range impedances both at implant and after implant in bipolar. It was also noted that the lead had increased thresholds. The lead¿s rv capture management was reprogrammed offed and the rv lead remains in use. No patient complications have been reported as a result of this event.